Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device, a suprarenal aortic extension, and a limb extension. Upon follow-up, computed tomography revealed a potential type 2 endoleak or type 3b endoleak. Patient has not been scheduled for a subsequent endovascular procedure the physician is continuing to monitor the patient because aneurysm has not increased in size.